Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the (.), #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are pressed, an automatic output of the (.) Key will occur following the selected key's function (eg, numerically: when the #1 key is pressed, "1 (.)" Will be displayed. Alphabetically: when the "abc" key is pressed, "a (.)" Will be displayed interfering with the (B)(4) drug search). This device was removed from service. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had physically damaged parts. During baxter's product evaluation of the device, it was discovered that the keypad was outputting incorrect responses. It was also reported that there was no patient injury.